Event description:
It was reported the pt received a tissue heart valve (model and serial number unk) in 2009. Postoperatively, the pt developed fibrin on the valve cusps. The valve was removed and replaced with an sjm epic supra valve (model and serial number unk). Postoperatively the pt presented with a high gradient when the anticoagulation treatment was discontinued. The valve developed fibrin on the cusps once again and was explanted. Another manufacturer's valve (model and serial number unk) was implanted. The surgeon commented that both events may be due to pt related factors and therefore he chose to implant a mechanical valve. Additional info has been requested.